Event description:
The customer called and reported the insulin pump display went blank. Customer's blood glucose was 181 mg/dl. The customer attempted to use two different batteries and the display did not return. There were no signs of physical damage to the insulin pump, and it had not been dropped or exposed to moisture. There was no relevant damage or corrosion, concording to the customer. She stated she had waited at least an hour before inserting a new battery. The customer declined to receive an insulin pump for continuation of therapy, opting instead to order a new one. The device will not be returning for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.